Manufacturer narrative:
The device was not returned; therefore, the reported event was not confirmed.

Event description:
It was reported that the tip of a ortholock ex-pins 3x110 broke off into the patients bone during a surgical procedure conducted at the healthcare facility. It was not reported whether the tip involved was left in the bone. The procedure was completed successfully without a delay. No medical interventions and no adverse consequences were reported with this event.

Event description:
It was reported that the tip of a ortholock ex-pins 3x110 broke off into the patients bone during a surgical procedure conducted at the healthcare facility. It was not reported whether the tip involved was left in the bone. The procedure was completed successfully without a delay. No medical interventions and no adverse consequences were reported with this event.